Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/23/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, pain and cysts are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation are cysts, moderate breast pain, voluntary recall, constant pain, burning sensation, sharp pain at times, and capsular contracture, baker grade unknown.

Event description:
Patient reported right side cysts and moderate breast pain. Healthcare professional reported device removal due to "voluntary recall, constant pain, burning sensation, sharp pain at times," and "contracture," baker grade unknown. Device remains implanted.

Event description:
Device has been explanted.